Event description:
It was reported that the threshold had increased. X-ray showed slight dislodgement. The patient will return in three months for a follow-up.

Event description:
The new information provided noted that when an attempted lead repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.